Event description:
Unomedical reference number (B)(4). Event occurred in france. It was reported that patient faced infusion set leak event on 10-jun-2024. The infusion set was in use for 1 hour. The blood glucose level was 18mmol/l. The patient replaced infusion set and remained insulin deliveries successfully. No further information was available.